Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: chin j lung cancer. 2008; 11(5). Doi: 10.3779/j.issn.1009-3419.2008.05.021 - [(B)(4)- ludwig 2008.pdf].

Event description:
It was reported via journal article: ¿title: morbidity and mortality after neoadjuvant therapy and sleeve lobectomy in n2-disease¿ authors: corinna ludwig, walburga engel-riedel, erich stoelben citation: chin j lung cancer. 2008; 11(5). Doi: 10.3779/j.issn.1009-3419.2008.05.021. Sleeve resections were introduced to preserve lung function in patients with limited pulmonary reserve. Increasing experience with sleeve resection has reduced the rate of pneumonectomy below 10%. The aim of the study was to assess the outcome after neoadjuvant chemo- or chemoradiotherapy and sleeve resection in patients with n2 non-small cell lung cancer. A total of 41 patients (29 men and 12 women; age range: 46 to 75 years old) underwent pulmonary anatomical resections and were included in the study. During the procedure, a tension-free bronchial anastomosis was performed with a continuous pds 4-0 suture over the complete circumference. Suture lines were checked for air leaks with an airway pressure of 30 mmhg. Reported complications included anastomotic insufficiency (n-4), post-operative bleeding (n-2) which required re-intervention, technical failure of the anastomosis (n-1) in which an early correction of the suture was made, and necrosis of the anastomosis (n-1) which required re intervention and secondary pneumonectomy. It was concluded that sleeve resection after neoadjuvant therapy should be performed whenever possible to preserve functioning lung tissue.